Event description:
Dr v reported that he performed a cup revision with the loan kit constrained cemented cup (all poly). He further reported that when placing the trial cup, the inserter impactor tip 28mm (2199-2028) broke from the universal impactor / positioner (2101-0200). This combination of both impactors is also used for the insertion of the final cup. Finally dr v used the 22mm tip impactor to place the cup prosthesis (28/50) and could complete the procedure successfully.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.